Event description:
It was reported that during setup prior to a surgical procedure at the user facility, a pin hole was found in the sterile packaging. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Device not available for return.